Event description:
Complainant alleged that during biomed testing of the device, the pacer output was intermittent. Complainant indicated that there was no patient involvement in the reported malfunction.